Manufacturer narrative:
To date, no pumps have been submitted for evaluation. Attempts to retrieve additional information is on-going. A follow-up report will be initiated if further information is provided.

Event description:
The charge nurse experienced signal interference on all the ECG tracing from central station number 3. Facility performed a hard reboot to the system. When the central station returned to its working status, she stated that about half of the tele boxes were ok, but a few were still showing interference. She said there were quite a few infusion pumps on patients. She then unplugged the pumps, letting them run only on batteries. She said that the signals were back, and there were no interference on the tracing. A check 20 minutes later showed the pumps were running fine, causing no interference. A check 2 hours after the initial interference showed more interference. Another hard reboot was performed. No patient information was available.